Event description:
While inserting and tightening the set screw, the surgeon noticed heavily damaged threads in the pedicle screws tulip and was not able to torque the set screw. He replaced the pedicle screw with a new one to complete the surgery. Medacta rec'd details of the event in the middle of (B)(6) only, with a formal report on (B)(6) 2014. Ref MFR # 3005180920-2014-00001.